Manufacturer narrative:
Per the user guide: do not put any other drugs or medications inside your cartridge. The pump is designed only for continuous subcutaneous insulin infusion (csii) using humalog® or novolog® insulin. Use of other drugs or medications can damage the pump and result in injury if infused. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been using the pump to delivery diluted solu-coref hormone for adrenal insufficiency. The customer does not have diabetes. The customer and healthcare provider (hcp) understand that the pump was not designed for hormone therapy and is off-label. The hcp recently increased the basal rate setting and due to receiving too much hormone for the customer's health condition at the time, the customer's experienced an extremely low heart-rate and retained fluids. The customer was hospitalized for a respiratory infection. The pump was removed. A chest x-ray was taken and medication was administered via intravenously. The customer's low heart-rate and fluid retention were resolved and the customer was discharged on (B)(6)2018. The customer resumed using the pump for delivery of the hormone medication at an appropriate basal rate recommended by the healthcare provider. The customer was feeling better.